Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), at implant with a 23 mm sapien 3 valve in the aortic position via transfemoral approach, the balloon burst at the end of valve deployment.  Bav had not been performed.  The delivery system was prepped with nominal volume. During deployment, the physician noted there was blood in the inflator at the end of inflation.  The valve was already in place with good results and the delivery system was retrieved without any difficulty. The patient was doing well.  After delivery system retrieval ¿they inflated the balloon with air in some liquid in order to find the tear that was hardly visible otherwise¿. A very small, localized tear (0.5 mm) was observed in the proximal part of the balloon.  As per medical opinion, the cause of the balloon burst is unknown, it could have been due to patient conditions (mild annular/leaflet calcification). The device was discarded at the facility.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing of the lot samples and the lot was released.  These inspections during the manufacturing process support that proper inspections of the devices are in place to detect issues related to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.   The occurrence rate did not exceed the march 2019 control limits for the applicable trend category. The complaint for balloon leakage was unable to be confirmed, as no device and no relevant photographs, videos, or imagery were provided for evaluation. A review of DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. Since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. Since the blood entered the atrion at the end of valve deployment with the valve successfully placed, it is likely the balloon was damaged during inflation. Medical opinion states that the balloon leakage was likely due to calcification. Per report, there was mild calcification was present in the annulus/leaflets, which likely interacted with the balloon upon inflation causing a rupture. It is likely that patient factors (calcification) may have contributed to the observed balloon leakage. However, a definite root cause is unable to be determined at this time. Since no product non-conformances or labeling/IFU deficiencies were identified and the occurrence rate did not exceed the complaint control limit, neither a product risk assessment escalation, nor corrective/preventive is not required at this time.